Event description:
It was reported that the patient never had therapeutic effect following a dental procedure. The stimulation was on at 2.25 volts. She turned stimulation off for the x-ray and procedure. When she turned stimulation back on, she could only increase it to 0.8 volts. Any higher than that caused pain. Patient denied falls or traumas. The patient was unsure if a panoramic x-ray was taken. She had no issues during the procedure and was sure that therapy had been turned off. The patient reports decrease in therapeutic benefit during nighttime. She was now going to the restroom 9 times a night. Symptoms during the day were not that great either but better than at night. It was later reported that the patient had another appointment with hcp's (healthcare provider) office tomorrow. The patient provided correction from her last call which was that she checked her calendar and realized that she had her x-ray way before she had her neurostimulator implant. The patient reports reason for her call was because her neurostimulator wasn¿t working. The patient reports that since her last call she went to managing hcp's office and had some reprogramming done. The patient worked with someone at the hcp's office. She reports what was coming up was 0.1 and 0.2 instead of a "regular number" like .40. Patient reports since having the reprogramming she continues to have a lot of urination and it had gotten worse. She was going to the bathroom during the day 16 times and drank 5 cups of water, and also goes twice at night. Patient also reports since her programming the stimulation sensation had changed from her groin area to inside her vagina, and states it was too strong in her vagina and she had keep decreasing it and yesterday it went wacko where she could constantly feel it and she decreased to 0.4. The patient also reports that she asked during the reprogramming session if something was disconnected and she was told "no." Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was having an MRI performed for a pinched nerve/ pain in her neck. Pain down her shoulder and back. This pain began a month prior to report. The patient¿s symptoms were also still reportedly present including going to the bathroom 22 times per day.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0s2zp, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).